Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference #:1627487-2019-07999. It was reported during an ipg replacement procedure on (B)(6) 2019 (reference MFR. Report#: 1627487-2019-08010), high impedance values were found on all of the patient's lead contacts. The leads were disconnected from the ipg and connected to an mltc and epg and the high impedance was still present. As such, the patient will undergo surgical intervention at a later date to address the issue.

Event description:
Related manufacturer reference #:1627487-2019-07999.

Event description:
Related manufacturer reference #:1627487-2019-07999. Follow-up information revealed the patient underwent surgical intervention were the leads were explanted and replaced. Effective therapy was restored following the procedure.